Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 450 m/dl at the time of the call and treated with 0.5 units of insulin. The customer was given a glucagon shot to treat the low. The customer experienced symptoms such as sweating, unresponsiveness, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer feels the pump is under delivering due to the current settings. The insulin pump will not be returned for analysis.